Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per tandem¿s user guide, ¿insulin should be at room temperature before filling cartridge.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400mg/dl. Reportedly, customer was using fiasp for insulin therapy. Additionally, customer was using cold insulin. The customer went to the emergency room and was subsequently hospitalized. The customer declined troubleshooting with tandem technical support, and declined to provide additional information. Reportedly, the customer reverted to manual injections for insulin therapy.